Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia repair procedure. After the mesh was placed, the absorbable tacking device was to be used to fixate the mesh. The tacking device fired a few tacks and then stopped. The tacks did not fixate into the mesh. The tacking device then jammed and could not fire after initially firing. In order to resolve the issue and complete the case, two additional devices were opened and both failed. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.